Event description:
It was reported to boston scientific corporation that a versica sling system (MFR report #3005099803-2013-13423) and a sling fixation (bone anchor system) (MFR report #3005099803-2013-13148) were implanted into the patient on (B)(6) 1999. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
As reported by the patient¿s attorney, a vesica sling system (MFR report #3005099803-2013-13148) and an unknown boston scientific sling system (MFR report #3005099803-2013-13423) were implanted into the patient on (B)(6) 1999. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
As reported by the patient¿s attorney, a vesica sling system (MFR report #3005099803-2013-13148) and a protegen sling system (MFR report #3005099803-2013-13423) were implanted into the patient on (B)(6) 1999. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.